Manufacturer narrative:
Qn#(B)(4).

Event description:
Physician reports placing dialysis catheter that has a different type of peel away sheath than the physician is use to. It did not have a hemostatic valve and physician reports it was difficult to get the catheter through the sheath "with blood gushing back at me because the patient was severely fluid overloaded". Physician stated "patient lost a significant amount of blood needlessly". It was reported the physician had to gather a guide wire and a pinnacle sheath to complete the procedure. No further intervention was reported. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Physician reports placing dialysis catheter that has a different type of peel away sheath than the physician is use to. It did not have a hemostatic valve and physician reports it was difficult to get the catheter through the sheath "with blood gushing back at me because the patient was severely fluid overloaded". Physician stated "patient lost a significant amount of blood needlessly". It was reported the physician had to gather a guide wire and a pinnacle sheath to complete the procedure. No further intervention was reported. Additional information was requested, but was not available at the time of this report.